Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that while performing load step rewind, load, and prime sequences, the pump pushed insulin through the tubing. It was noted that approximately 100 units of insulin was lost due to the malfunction. Reportedly, the issue was resolved by refilling the cartridge and performing load steps over again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed no ¿pump not primed¿ warnings or ¿no cartridge detected¿ warnings. During testing, the pump performed rewind, load, and prime steps with no alarms occurring. A force sensor calibration reading was found to be within the required specifications. The pump was opened and no damage was found on the force sensor circuit. The complaint of the load step malfunction was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.